Event description:
It was reported that suture placement was attempted with the proglide device in the right common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar). The arteriotomy was 6 fr. Reportedly, the first proglide was attempted but during plunger retraction from the device body no suture was present. The device was removed and additional 2 proglides were attempted, one at a time, with the same result. A decision was made to close the artery surgically at the end of the procedure and a cut down was performed. After the cut down a hematoma of approximately 3 cm developed. The hematoma was expressed. The sheath was upsized to 18 fr and the evar procedure was performed. After completion of the index procedure hemostasis was achieved surgically. There was a delay in the procedure of one hour related to the cut down. The patient hospitalization was prolonged one extra day, but it did not result in any adverse patient sequela. The physician does not believe the proglide devices caused or contributed to the hematoma. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight was not provided but was described as average weight. Evaluation summary: the device was returned for evaluation. The reported event of suture not present during plunger retraction from the device body was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other two perclose proglide devices referenced are being filed under separate medwatch MFR numbers.